Manufacturer narrative:
Concomitant products: carto 3 system: model #: m-4800-01, serial #(B)(4). Stockert 70 system: model #: m-5463-01, serial #: (B)(4). Coolflow pump: model #: m-5491-02, serial #:unknown. Soundstar catheter: model #:m-5723-12, lot #: unknown_m-5723-12. Preface sheath: model #: 301803m, lot #:OEM_301803m. Preface sheath: model #:301803m, lot #:OEM_301803m. Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. Manufacturer's ref. No: (B)(4). The catheter was manipulated three times outside the CT image and sound map while obtaining a fast anatomical mapping map. There was five to six ablation applications delivered to the patient before the event. The rf generator was set to power control mode at 30 watts. The flow setting was set to 8cc/min. Preface sheath was used with the ablation catheter. The act was maintained at 250-300 during the procedure. The patient was improved and in good condition the next day. The prognosis for the patient is good. The patients updated health status is that the patient recovered. The causality of the adverse event was procedural related. The physician does not consider that the event¿s causality was due to the bwi products.

Event description:
It was reported during an atrial fibrillation (afib) procedure, a cardiac tamponade was noticed as the patient displayed hypotension and bradycardia. The cardiac tamponade was confirmed by intracardiac echocardiography (ice). A pericardiocentesis was performed and vasopressors were administered to the patient. The patient was sent to surgery and in stable condition. Upon request, the bwi field representative provided additional information on the event. The event was life threatening, but adequate steps were taken to resolve the tamponade. The event did not result in the impairment of a body function or damage to a body structure. The physician¿s opinion on the causality of the tamponade was that they were ablating near the roof of the left atrium (la) and the left superior pulmonary vein (lspv). The event occurred either in the mapping or the ablation phase. While ablating in the la/lspv roof region, a profound drop in blood pressure and bradycardia occurred. On ice, a pericardial effusion was observed. Measures were taken to resolve the issue and the patient was taken to surgery for observation. The medical intervention was a pericardiocentesis, vasopressors, fluids and anticoagulation reversal. The patient required extended hospitalization. There were no other factors that might have contributed to the tamponade. The physician did not notice any abnormal signals prior to the event. The physician experienced difficulty in manipulating the catheter prior to the event.